Event description:
It was observed that during the device evaluation, the subject device exhibited the universal cord had a cut. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord has a cut. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the video cable and component failure of the universal cord. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video scope presented bubbles from the cables. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.